Event description:
During a follow-up, episodes of noise which resulted in oversensing and inappropriate mode switch (ams) were noted on the atrial lead. Provocative maneuvers were performed and no anomalies were noted. No intervention was performed. The patient was stable and will continue to be monitored.